Manufacturer narrative:
Correction: b2, h1, h6 ( ime). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: unknown egia su - unknown endo gia sulu -lot# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study analyzed the results of robot-assisted laparoscopic w-shaped ileocystoplasty in children between 2020 and 2024. In this procedure, the ileal loop was sampled at 20 cm from the cecum using the stapler, which was introduced via a 12-mm trocar inserted into the left flank. The segment measured 20 to 30 cm according to age and bladder size, and a laterolateral anastomosis was performed with the stapler and 4-0 absorbable polyglactin. The stapler was used for ileal transectionand anastomosis, while v-loc 180 (3-0) was used for the anastomosis between the bladder and the ileal segment. Thirteen patients were included in the study. Postoperative complications related to the stapler included one patient who experienced bladder stone formation on staples, which required endoscopic lithotripsy with laser for treatment. Complications related to the v-loc included urinary anastomotic leakage, vesical abscess, and ileocystoplasty perforation. One patient developed a prevesical abscess and was treated with percutaneous drainage; two months later, the same patient developed acute septic abdomen with an anastomotic urine leak, and treatment included percutaneous drainage, antibiotics, and continual drainage by an indwelling catheter. This patient subsequently developed a perforation due to incomplete healing. In a second patient, perforation was due to mechanical trauma from catheterization and overdistension.